Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a high blood glucose of 396 mg/dl and that the insulin pump under-delivered their boluses; the customer bloused for a meal but their blood glucose was elevated two hours later. The patient experienced fatigue as a symptom of their hyperglycemia. Troubleshooting was initiated for the possible under-delivery anomaly. No insulin pump damage or anomalies were noted. The customer had a bent cannula three infusion sets ago, but their last two infusion sets were fine. The caller declined to check their insulin pump settings. The insulin pump was not returned for analysis.